Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off due to low power. Reportedly, the customer had not charged the pump. The customer's blood glucose (bg) level was 600 mg/dl. In addition, the customer could not resume insulin after turning the pump back on due to a notification regarding a "cartridge change issue". No alerts or alarms were present in the pump history and customer was unable to provide details of the notification. During troubleshooting with tandem technical support, the customer was able to successfully resume insulin and delivered a bolus to stabilize bg level.